Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they had many difficulties with their device for 4 years prior to the day of the report. Additional information reported that they were scheduled to have their device removed (B)(6) 2016. The patient stated that they have had 4 surgeries due to their device not working properly.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.